Manufacturer narrative:
Philips service reseated the ippc graphic card and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that live and reference monitors failed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.